Event description:
It was reported to boston scientific corporation that an flexiva tractip laser fiber was used during a kidney stone laser lithotripsy procedure in the kidney performed on (B)(6), 2014. According to the complainant, 15 minutes into the procedure, a small part of the laser fiber tip detached. The fiber tip was retrieved using forceps. The physician continued to use the laser fiber to blast the stone and the tip was degraded up to the green coating. This device was used to completed the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that there was no visible glass tip remaining, burn marks and pattern consistent with fracture were observed on the tip indicating that the tip or portion of the tip detached. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was bright, clear and scattered. Effective transmission measured 55.1%. Smoke and blue sparks were observed during functional analysis while firing the laser. This is expected when there is no glass tip remaining and the laser was fired through the fiber in air. The noted damages indicate difficulty was experienced during fiber use and are likely due to anatomical or procedural factors such as tortuous anatomy, large dense stones or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an flexiva tractip laser fiber was used during a kidney stone laser lithotripsy procedure in the kidney performed on (B)(6), 2014. According to the complainant, 15 minutes into the procedure, a small part of the laser fiber tip detached. The fiber tip was retrieved using forceps. The physician continued to use the laser fiber to blast the stone and the tip was degraded up to the green coating. This device was used to completed the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.